Manufacturer narrative:
Additional narrative: patient¿s identifier and weight are not provided for reporting. (510k): this report is for two (2) unknown 4.0 mm cancellous screws that broke intraoperatively. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Device broke during insertion; device not considered implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial open reduction internal fixation (orif) of distal tibia on (B)(6) 2018 to repair a distal tibia fracture that had propagated to the femur mid-shaft, two 4.0 mm cancellous screws broke and were left in the patient. Due to the fracture propagation to the mid-shaft of the femur, the surgeon decided to implant a long plate. While trying to implant screws into the plate, a surgical technician gave the wrong screws (4.0 mm cancellous screws that broke) twice during the surgery, which were the wrong screws to implant based on the patient demographics as per the surgeon. While screwing these two 4.0 mm cancellous screws into the bone, the screws broke, probably due to excessive friction, and the surgeon believes that this was a mistake. The final construct consisted of one (1) low bend medial distal tibia plate, 12-hole, right side, with three (3) 4.0 mm cancellous screws (2 of which broke), five or six (5 or 6) 3.5 mm cortex screws and five (5) 3.5 mm locking screws. The surgeon decided to leave the broken screws in the patient. The surgery was completed successfully after the screws broke, without any other complications or a surgical delay. There were multiple x-rays taken during the surgery due to the broken screws. The patient was reported to be in a stable condition after the surgery. Concomitant devices reported: 4.0 mm cancellous screws (part# unknown, lot# unknown, quantity# 1); 3.5 mm cortex screws (part# unknown, lot# unknown, quantity# 5 or 6); 3.5 mm locking screws (part# unknown, lot# unknown, quantity# 5); 3.5 mm low bend medial distal tibia plate, 12-hole, right side (part# unknown, lot# unknown, quantity# 1). This report is for two (2) unknown 4.0 mm cancellous screws that broke intraoperatively. (B)(4).